Event description:
It was reported that an alarm not heard but confirmed by telemetry. Telemetry confirmed a critical alarm was occurring. The alarm was due to zero ml reservoir volume reached. No symptoms of withdrawal or adverse effects were reported at that time. The pt reported to the health care provider that the pump had not worked for several months. The drug used in the pump at the time of the event was morphine. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).